Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer 2 was not detected on bus. The customer reported that there was a delay as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2/1 and 2/2 main were not on the bus. A field service engineer powered down the unit and reseated all bus connections. After powering the unit back up, the issue was resolved. An inventory was then run to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer 2 was not detected on bus. The customer reported that there was a delay as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.